Event description:
Additional information received indicated that the patient's implantable cardioverter defibrillator (ICD) reexhibited post-paced t-wave oversensing. No intervention was performed. The patient had no adverse consequences due to the event.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Additional information was requested and not received. No intervention was performed. The patient's condition was unknown.